Event description:
In (B)(6) 2025, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During the procedure, the patient experienced an accidental perforation to their bowel. No treatment for this event was reported. On (B)(6) 2026, the patient completed a peg tube replacement due to coiled tube in the stomach. The patient is currently experiencing irritation to the stoma site, secondary to bio film found on the tube, with discharge.

Manufacturer narrative:
Clarification to d.5a. Partial implant date reported as (B)(6) 2025. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.